Event description:
On 05/07/2015, (B)(6) contacted sharps customer svc and reported the following: while preparing 2 gallons sharps container for shipment, rediclinic employee was stuck by needle protruded through bottom of container. The container was 2 gallon with manifest number 3748658. (B)(6), vp of quality contacted (B)(6) and was able to confirm that the container was 2 gallon sharps compliance model. (B)(6) also indicated employee who came in contact with container has been asked to seek medical advice. (B)(6) instructed (B)(6) to quarantine the container, sharps will ship containment system to retrieve and perform investigation in an effort to determine root cause. On 05/08/2015, (B)(6) from sharps compliance customer svc shipped containment system to rediclinic. On 05/14/2015 sharps environmental svs received the containment system sent to rediclinic to retrieve the suspect 2 gallon container. Unfortunately the customer removed the manifest, (which was logged to be held), and the containment system was treated, rendering the system not suitable for inspection.

Manufacturer narrative:
All sharps containers are puncture resistant, not puncture proof. Product labeling on the container states" containers are puncture resistant, not necessarily puncture proof," and instructions for use state "do not overfill (fill line is noted on container label). Lid must fit down tightly." Based on review of previous needle protruding from container reports, it is usually the container being overfilled that leads to needle protrusions.